Event description:
Customer reports back to back testing on the same meter while using the advantage system with results of 177mg/dl and 86mg/dl. Quality controls were expired. No adverse event reported. Customer reports that strips are used up and not available for return; a replacement was sent.